Manufacturer narrative:
(B)(4). The sample will not be returned for evaluation.

Event description:
It was reported that the event occurred while in the cath lab during use. The md inserted the ai-07127 via femoral without issue. When the md attempted to inflate the balloon with carbon dioxide, it would not inflate. There was no problem seen during the inflation test. As a result, the catheter was removed. A new kit was used successfully and the procedure continued on a planned. There was no report of patient death, complications, death or medical intervention required. There was no delay or interruption in therapy noted. The pt outcome is good. The sample was discarded. Additional info received stated that the second insertion site was the same as the first.